Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip placement procedure. Reportedly, the suture was harvested, yet the proglide device would not pull back out of the patient. The proglide was cut between the guide and the sheath and the suture was pulled on to release the device. It was noted there was subcutaneous tissue on the suture after removal. Two other proglide devices were used and preplaced sutures without an issue. The sheath was upsized to 24f and the mitraclip procedure was completed. The two proglide sutures did not achieved hemostasis. Manual compression was held above the vein access site, bleeding continued. A figure-eight stitch with manual compression achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.